Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5076648.

Event description:
It was reported that the patient underwent a hernia repair procedure in 2010 and the mesh was implanted. A few months after the procedure, the patient experienced severe pain around the implant site. On (B)(6) 2013 the patient underwent a second procedure. After the second surgery, the patient is still experiencing pain with no relief. No additional information is available.